Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed but the exact cause remains unknown. One 4 fr groshong nxt catheter was provided for investigation. The catheter was assembled to the two-piece connector. A three-way hub adapter was attached to the luer hub. The catheter was flushed with water using a 12 ml syringe and no leaks were observed. The distal end of the catheter was clamped in order to pressurize the device. A small bead of fluid was observed to form at the 31.5 cm depth marker. No additional leak locations were observed. The customer event description indicates the leak was found at the insertion site. Microscopic observation of the leak location revealed a split that appeared to be slightly larger than a pinhole. The surface of the damage location appeared to be rough and granular. Based on the condition of the catheter returned, possible contributing factors include damage during handling and stylet damage. It is unknown if the split found in the catheter was the cause of the leakage observed at the insertion site since the fluid leak rate did not appear to be significant during pressurization and infusion testing. Since the catheter was observed to be damaged, the complaint is confirmed, cause unknown. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2020. The physician fixed the catheter position on (B)(6) 2020. Leakage was found at the insertion site on (B)(6) 2020. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2020. The physician fixed the catheter position on (B)(6) 2020. Leakage was found at the insertion site on (B)(6) 2020. There was no reported patient injury.